Event description:
It was reported that an atw35 was used during a video assisted thoracic lobectomy surgery. It was reported by the affiliate that on the third firing, the firing trigger stopped. The surgeon put some stitches to complete the case. 10/01/1998 message from affiliate. The quantity should be two devices failed and 2 sterile samples also being returned.